Manufacturer narrative:
Block a: no report of patient involvement. Block d4 unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag to vent switch was replaced to resolve the reported issue. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. H3 other text : block a: no report of patient involvement. Block d4 unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag to vent switch was replaced to resolve the reported issue. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported a loss of mechanical ventilation due to a broken bag to vent switch. There was no patient involvement.